Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that lip ring inside the reservoir compartment was missing. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. Customer states there was fluid in the reservoir compartment. Customer stated that the insulin pump passed self test. The insulin pump will not be returned for analysis.